Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12327. It was reported the patient experienced lead migration (confirmed via x-rays). As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was confirmed post operatively.

Manufacturer narrative:
Device explant date was unintendedly excluded from the initial report. This report contains missing data.